Event description:
It was reported a patient underwent abdominoplasty on an unknown date and topical skin adhesive was used. Patient had an allergic dermatitis reaction. Treated with medrol dose pak. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Additional information has been requested and received - what is the procedure date? >>multiple dates from mid 2022 until now. - what date did the reaction occur on? >>10-20 days after the procedure - what does the reaction look like and how large of an area does the reaction cover? >>it starts at the mesh locations and slowly spreads 2-3cm beyond that area over 1-2 weeks - do you have any pictures of the reaction? >>yes - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. >>topical cortisone cream in most cases. Medrol dose pak oral steroids in one case. - if medication was required, please clarify if it was prescription strength. >>see above re medrol. - what is the most current patient status? >>earlier patients are healed or improving. Most recent patient is still evolving. - can you identify the product code and lot number of the product that was used? >>I do not think we record that. - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? >>unknown. - is the involved device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? >>no the single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. The breast case is very interesting because I used prineo on the left (affected) side and dermabond on the right. See other answers below is photo available of patient reaction? I attached 2 representative photos. What was the procedure date? (B)(6) 2023. What date /day post op was the reaction noted? Slight redness day 14, worsening over the next 2 weeks. Please describe how was the adhesive was applied. As per instructions what prep was used prior to, during or after adhesive use? Water before, nothing after. Was a dressing placed over the incision? If so, what type of cover dressing used? No is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None known. Is the patient hypersensitive to pressure sensitive adhesives? None known was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi female 47-49 years patient pre-existing medical conditions (ie. Allergies, history of reactions) none has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Prineo sensitivity. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. We are in receipt of your recent reply which included patient photo of a breat surgery. Is this a 6th patient event? If yes, how was the reaction treated? Was there any surgical intervention performed? Please specifiy. Also ages were provided but not specified. What is the age of the person with the breast surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.